Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that multiple cartridge alarms occurred. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 152 mg/dl.